Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device came apart from the cord. There were no delays in the surgical procedure. A spare device was used to complete the surgical procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a loose connector. The loose connector is due to improper application of loctite. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper service. A CAPA was initiated to address this issue. If additional information should become available, a supplemental medwatch will be submitted accordingly.